Event description:
Thoracentesis. First tray-doctor tried to aspirate pleural fluid and was unable to retrieve sample. Doctor removed catheter and upon inspection found blockage in catheter. Second tray, prior to re-inserting needle and catheter, doctor attempted to advance catheter. Catheter would not advance, it crumpled onto itself. Both trays from same MFR and lot number.